Event description:
It was reported that during follow-up, the lead exhibited noise. The noise was reproducible through isometrics. The physician decided not to replace the lead and it remained implanted. The patient was in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.